Event description:
It was reported that the battery life estimate of this pacemaker was exhibiting unexpected behavior. At last follow-up the battery life estimate was showing 2.5 years but at most recent follow-up it showed greater than 11 years. It was noted that this pacemaker has been in service for almost 13 years, which is beyond the labelled expected longevity for this device, and will be replaced. Technical services (ts) requested device data for analysis. Later, this pacemaker was explanted and replaced due to suspicion of premature battery depletion (pbd). No additional adverse patient effects were reported. This product is expected to be returned for investigation.

Manufacturer narrative:
An updated explant date was received. This product has been returned to boston scientific for further investigation. Once the investigation is complete, a supplemental report will be submitted to provide that information. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only available commercially outside of the united states.

Event description:
It was reported that the battery life estimate of this pacemaker was exhibiting unexpected behavior. At last follow-up the battery life estimate was showing 2.5 years but at most recent follow-up it showed greater than 11 years. It was noted that this pacemaker has been in service for almost 13 years, which is beyond the labelled expected longevity for this device, and will be replaced. Technical services (ts) requested device data for analysis. Later, this pacemaker was explanted and replaced due to suspicion of premature battery depletion (pbd). No additional adverse patient effects were reported. This product is expected to be returned for investigation.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only available commercially outside of the united states.